Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned ten months after implant for an unspecified reason. The device remains in service and no additional adverse patient effects were reported.